Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device had issues with programming pump on commencement and volume delivery¿ was unable to be confirmed/duplicated. No faults could be found with the pump, and it passed functional and accuracy testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had issues with programming pump on commencement. Three episodes instead of 20 mis, given 17.5 mis and 6.6 mis and 17.5 mis. The device was set to 5ml q1h instead of 2oml q3h. The device had also issues with pump delivery 17.5 ml at 07.48, 6.6ml at 04.45 and 17.5 ml at 01.48. There was no reported patient involvement.